Manufacturer narrative:
Lot review: reported lot # 3365478 (mfg date 12/2016) shows (B)(4) units were manufactured, tested, inspected, and released with no exception documents cited. Visual analysis: one returned (used) 011-h1986 had pur tubing lines with abrasions and tears in the tubing. Functional testing: the device was leak tested and the tubing leaked at the area with abrasions and tearing. Final analysis summary: device leakage was confirmed at site of abrasion and tearing. The exact cause of tearing and abrasions is unknown.

Event description:
During the administration phase of methotrexate at 25ml/h, the infusion pump (fresenius) gave the alarm "over flow" and at the same time the filter superior to the valve (iv2) there was leakage of the drug. Administration was interrupted and the line was cleaned. The second attempt at administration was attempted but failed. The set was replaced and the therapy was administered successfully. There were no adverse patient consequences.